Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that the angio-seal is indicated for use in closing and reducing time to hemostasis at the femoral arterial puncture site in patients who have undergone diagnostic angiography or interventional procedures. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Manufacturer narrative:
(B)(4). Voluntary mw number (B)(4).

Event description:
During the pullback step using a 6f angio-seal vip vascular closure device, the tamper tube became stuck and the device could not be removed from the patient. The patient was taken to surgery for removal of the angio-seal device. During surgery, the anchor was found positioned on the vessel wall and the collagen was found in the subcutaneous tissues. The puncture site was successfully closed and the patient was discharged in stable condition.